Event description:
The lay user/patient's wife contacted lifescan in 2007 and alleged that the patient's one touch ultra test strip vials had holes in them. This complaint was classified based on the customer care advocate (cca) documentation. The wife claimed that the last two vials had holes in them and discarded them. She further stated that when the patient had used strips from the two alleged vials, he may have given himself insulin when he did not need it in the evening, which results in low blood glucose in the morning. She also reported that the patient treated himself with food/beverage. He did not receive/require any medical treatment or intervention. This complaint is reported because the wife alleged that the patient may have taken insulin based on the results obtained when using strips from the punctured vials and experienced low blood glucose symptoms in the morning, which he treated with food/beverage. The patient discarded the two alleged vials with the puncture on them. Replacement products were sent to the lay user/patient.